Manufacturer narrative:
Additional information is being requested. However, because this event could result in permanent damage to a body function/structure as evidenced by previous reported events with similar devices, this event meets the criteria for reportability per 21 cfr part 803. The returned device was evaluated and found to be within specification.

Event description:
In this event it was reported that while using guttafusion all root canals were overfilled. Patient/case details are not available as of this MDR evaluation.